Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27jun2019. The manufacturer¿s international service technician confirmed the issue; the green power on/off led was not illuminated and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a faulty light-emitting diode (led) indicator. There was no patient involvement.